Event description:
The customer reported that the system displayed multiple errors, was unable to perform fluoroscopic x-ray. The user attempted to reboot the system and was unsuccessful. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.